Manufacturer narrative:
Additional investigation results are pending. (B)(4) - patient outcome will be supplied when it is provided by the report source.

Event description:
The surgeon reports that instruments could not pass through the cannula. When attempting to reintroduce a needle, the cannula sheared off. The physician removed the cannula piece with a foreign body forceps through an enlarged incision.